Manufacturer narrative:
Event date: exact date unknown, event occurred five years ago from date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 16835867 /17396045.

Event description:
It was reported that the patient was experiencing pain at the ipg site which was exacerbated with palpation and sleeping on the back. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and leads were discarded by the medical facility.